Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger was showing his batteries as charged; however, neither battery would power up his monitor. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) was completed. The reported problem (batteries show as charged but do not power up monitor) has been confirmed. Upon investigation the battery charger/modem was switching between "insert battery" and "battery charging" with no battery in place. The cause of the inability to appropriately detect and charge a battery was isolated to corrosion on the battery board and bedside board. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the contamination. The patient received a replacement battery charger/modem.